Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 200 mg/dl, diabetic ketoacidosis and high ketone levels. The customer was treated with intravenous fluids of tylenol, motrin and nausea meds. Reportedly, the customer left the ER 8 hours later with the issue resolved and no permanent damage. Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring. Tandem technical support educated the customer on the cause for incomplete bolus alerts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.